Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The patient effect of thrombosis/thrombus is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: date of event is estimated as it was reported that it occurred about 8 months ago. The device location is unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of a common femoral vein was attempted with a proglide device after a patent foramen ovale closure interventional procedure. Reportedly, the suture captured the valve and caused an occlusion. The patient developed deep vein thrombus. Surgery was performed to resolve the thrombus and to achieve hemostasis. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.